Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that lead noise was present with this right ventricular (rv) lead. As a result, the physician decided to surgically explant and replaced the lead. No additional adverse patient effects were reported. Additional information was received indicating that the fractured lead caused noise, which led to oversensing. However, there was no pacing inhibition observed.

Event description:
It was reported that lead noise was present with this right ventricular (rv) lead. As a result, the physician decided to surgically explant and replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that lead noise was present with this right ventricular (rv) lead. As a result, the physician decided to surgically explant and replaced the lead. No additional adverse patient effects were reported. Additional information was received indicating that the fractured lead caused noise, which led to oversensing. However, there was no pacing inhibition observed.

Manufacturer narrative:
This supplemental report is being filed to correct the f10: impact codes; and h6: impact codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.